Event description:
It was reported that the user announced a meal on the ilet bionic pancreas to correct elevated blood glucose with a recorded fingerstick values of 251 mg/dl and 232 mg/dl. The user was counseled that meal announcements should not be used for correction and elected to perform a supply change using an inset 6 mm infusion set, while expressing uncertainty about a prior supply change and noting that cartridges had been reused. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included technical support review, correction-of-use counseling, and guidance to replace infusion supplies. Investigation of this case revealed use error related to announcing meals for correction and possible improper handling of disposable components due to cartridge reuse, which are known to contribute to inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling error.